Event description:
An I-flow on-q painbuster dual site post-op pain relief system was implanted in 2007 as part of an abdominal hysterectomy/abdominoplasty procedure. Upon the surgeon's attempted removal of this device, one of the catheters broke along the length of the catheter, necessitating the need for surgical removal of the remaining portion of the catheter. Dates of use: 2007. Diagnosis or reason for use: pain control. Event abated after use stopped or dose reduced: yes.